Event description:
It was reported that the model 6947 lead was repositioned two days post-implant, due to dislodgment. A rise in pacing thresholds and out of range impedance was also reported. A setscrew issue was discovered, which showed up in the ICD as a vf episode and non-physiologic noise. The patient was not shocked inappropriately. The ICD is not manufactured or sold in the united states, so it is not included in this report. Also, the physician was unable to secure reasonable pacing through ICD at normal outputs, yet excellent thresholds through analyzer. Information that accompaned the returned devices indicated sensing difficulty and high lead impedance (greater than 2500 ohms) for the ICD. Positioning difficulty, possible fracture, loss of capture, high output, and "lead too short" was documented for lead. No patient complications have been reported as a result of this event.